Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and their insulin pump had received an insulin flow blocked alarm several times as well as had a blank display. The customer was treated with pump. The customer states changed the set but it didn't work. The customer also states the pump fell off from the table to the chair and now the pump was not working at all. Troubleshooting was performed for blank display, however the customer declined troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the corner of he belt clip rails, faded serial number label, and minor scratched lcd window.